Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the display on their device went completely blank. Physio followed up with the customer to confirm if the device was still functional with the blank display, however the customer was not able to confirm that as no further testing of the device was done. There was no patient use associated with the reported issue.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that the display on their device went completely blank. Physio followed up with the customer to confirm if the device was still functional with the blank display, however the customer was not able to confirm that as no further testing of the device was done. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. It was observed that the device was still able charge and shock. Physio replaced the lcd/interface pcb flex cable assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed lcd/interface pcb flex cable assembly and determined that the cause of the reported issue was due to broken solder joints on connector, designator p36 (interface pcb side of cable) of the lcd/interface pcb flex cable assembly.

Event description:
The customer contacted physio-control to report that the display on their device went completely blank. Physio followed up with the customer to confirm if the device was still functional with the blank display, however the customer was not able to confirm that as no further testing of the device was done. There was no patient use associated with the reported issue.